Event description:
Procedure type: sigmoidectomy. According to the reporter: after firing and upon inspection the surgeon found one donut on the device and the staple line and transection were incomplete. The surgeon transected by hand and hand sewed the anastomosis. Surgery time was extended about one hour and some bleeding occurred as a result. No tissue damage was reported.